Event description:
Laser surgery left pt with an over corrected right eye (+1.25) and fluctuating vision in left eye. Eyes are also extremely dry requiring punctal plugs. Because of vision fluctuations, rptr frequently experiences eyestrain and consequent headaches.